Manufacturer narrative:
Corrected data: d9, h3 and h6 (removed 4114 - device not returned) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated after the culture sampling. The device was unable to be leak tested due to missing parts (forceps lever cover, forceps lever, partial bending section cover and bending section glue). The forceps elevator wire was cut, the control body was damaged and the nozzle was missing). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Roseomonas mucosa is a gram-negative coccobacillus, which is mostly isolated from environmental areas, such as water, soil, air and plants. Although roseomonas mucosa shows low human pathogenicity, it can lead to systemic infection in immunocompromised patients micrococcus luteus is a gram-positive, bacterium, classified as low concern organisms. It is most commonly found in soil, dust, water and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. Kocuria rhizophila is a gram-positive coccus. It can primarily be found in soil surrounding plant roots. The genus bacillus currently comprises 266 species, nearly all of which are ubiquitous in our daily environments. All bacillus are gram-positive rods who thrive in soil and commonly colonize our agricultural systems. Due to bacillus¿ vast geographic range and connection to our food, is it not uncommon to find bacillus subtilis along our oral tract and even occasionally colonizing our intestines without fear of disease. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 4/12 sampling sites, revealing staphylococcus epidermidis, bacillus licheniformis, and staphylococcus capitis. The microorganism identified during destructive sampling did not match nor confirm the originally identified roseomonas mucosa (hc), micrococcus luteus (lc), kocuria rhizophila (low concern-lc), or bacillus subtilis (lc). Roseomonas mucosa is identified as a high concern organism per the olympus protocol. Based on the sponsor¿s literature research, roseomonas mucosa has so far not been described in literature as being associated with contamination or patient infection related to endoscopic retrograde cholangiopancreatography (ercp). Due to a lack of any gi-related microbes, it is likely the observed contamination is not related to the patient use but may be attributed to the reprocessing and / or sampling environment. The exact cause, however, could not be determined. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a steris 1e automatic endoscope reprocessor (aer) after the ercp on (B)(6) 2023, which was completed at 11:50am. Manual cleaning of the scope commenced at 12:10pm. Aer reprocessing commenced at 12:38pm and was completed at 1:02pm. Sampling of the scope for culture testing was performed. All personal protective equipment (ppe) was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. Facility technicians entered the sampling area. The facility technicians wore all designated ppe. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on may 31, 2023, to perform an observation of the reprocessing techniques. No steps were incorrectly performed; however, step eighty-five (85) was skipped and a third-party device was used. During suction with the scope buddy plus unit, the channel plug was used in place of covering with the finger. The biopsy port opening was not covered, and the suction cleaning adaptor was not used. Both of the observed activities were based on training received from medivator. The facility used medivator scope buddy plus for channel flushing. The facility used steris 1e for disinfection, rinsing and air purge. The ess presumes that processes associated with scope loading and monitoring were performed per the steris 1e instructions for use. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for fifty (50) colony forming units (cfus). The following microorganisms were identified; roseomonas mucosa, kocuria rhizophila, bacillus subtilis, and micrococcus luteus. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.